Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported to covidien that there was an issue with the enteral feeding pump. On (B)(6) 2018, the unit was triaged and service found a component had thermal damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of ¿service found the pump had thermal damage.¿ the unit was triaged and the reported condition was confirmed. Component q28 showed signs of thermal damage. Evidence of fluid ingress was found on the pcba, this trail begins around the ac adaptor and leads to q28. Liquid ingress caused the pcba to corrode, and is the result of customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.